Event description:
It was reported that the patient experienced abdominal pain and foot weakness. The physician moved the paddle lead down half a vertebra and the patient was doing well postoperatively. The paddle lead remains implanted and in use.